Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: replaced worn fingers on complete pressure adjusters with tip replacement kit to correct issue. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. This pump is 13 years old and has possibly seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer the fill chamber was filling up too quickly during an unknown arthroscopic procedure. The procedure was completed by pressing the lavage pedal frequently throughout the procedure. There was no consequence to the patient and no delay in the procedure. After the procedure, the customer checked the functionality of the unit and noticed the clearance between the rocker arm and the motor wheel on the irrigation motor wheel was greater than 1 mm. One unit will be returned for analysis by the customer.